Manufacturer narrative:
(B)(4). Mfg. Site name-(B)(4). One accumax laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measures 3.5mm and appeared unused. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. As a result, no aiming beam was visible and effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on april 5, 2016 that an accumax 200 laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during procedure, the aiming beam was not visible after connecting the fiber into the laser unit. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.